Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that he was receiving frequent check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summery: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon evaluation, the electrode belt failed a therapy electrode recognition test. The black pulse wire was open in the trunk cable. The open pulse wire caused the reported alarms. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.